Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08193. It was reported the pt's scs sys stimulation pattern had changed. X-rays were taken and confirmed lead migration had occurred. Additional info received identified the pt's charger would not communicate with his ipg. During the surgery to revise the pt's leads on (B)(6) 2014, the ipg implant site was opened and fluid was found to be present. When the physician subsequently opened the pt's scs lead site, there was fluid and a possible infection around the pt's lead site as well. The physician decided to explant the pt's entire scs sys.

Manufacturer narrative:
MFR's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.